Manufacturer narrative:
Received 20pcs (B)(4) for evaluation. Received customer pictures. We have no further inventory of the material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported errors. Customer samples were tested according to gbo standard testing procedures, with regards to correct assembly and additive content according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled with no deviations observed. Tubes were verified to have no presence of potassium, and additive content was found to be within specification in all tested samples. The alleged malfunction is not confirmed. Corrected and additional data: h3: samples received; h6: type of investigation; investigation findings, investigation conclusion; h10: manufacturer narrative.

Event description:
The customer advised they experienced unexpectedly elevated potassium results on their roche cobas c503 analyzer. The customer reported when sample tubes are recollected, the potassium is within expected range. The customer advised they also noticed there are some gel tubes that seem to be allowing red cells to escape into the serum. The customer advised they have not yet taken the time to compare the elevated potassium results to the tube the sample, but have set up a way to capture that info more readily. The customer reported they use a horizon model 642e centrifuge at 1600 rcf, which they advise is a fixed speed centrifuge which the rcf cannot be changed.

Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples were only recently received and the evaluation is still in progress. As soon as the investigation is completed, a supplemental report will be filed.